Manufacturer narrative:
The drill was contained by the MFR and the complaint was confirmed. Internal components were evaluated, which revealed that the rotor and bearings were stuck in the motor assembly. If the rotor and bearings are not allowed to rotate freely, heat can generate due to excessive friction among rotating components. The motor assembly and bearings were replaced.

Event description:
It was reported that during testing conducted at the MFR, the drill heated up. This event did not occur in a surgical environment, so there was not pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.